Event description:
It was reported that the customer applied updated security certificate to server without adding to the trusted certs list, resulting in all pumps in the fleet losing server connection but remaining active and associated with the wireless network. Following the loss of server connection, a large number of pump errors began happening in clinical use. The errors that occurred were battery communication timeout, followed by depleted battery, then an abrupt shutdown. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and a peeling label. A review of the event history log (ehl) identified depleted battery, preceded by multiple low battery change alarms and multiple battery communication timeout alarms. During the functional testing was unable to duplicate the reported issue. All the battery values were within the required specifications. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. The battery was replaced.